Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the unit isn't giving enough mist. Sometimes you have to turn it off and on to get it to work.